Event description:
The patient was brought to the operating room for a procedure, left knee anterior cruciate ligament reconstruction with patellar tendon allograft. The allograft was fixed on the distal femur and as the tendon was flexed for attachment to the proximal tibia, the graft failed and tore. There was a midsubstance tear. To remove the allograft, it was destroyed. A second allograft was obtained and implanted.